Event description:
Customer requested that collimator iris be made smaller in normal mode. No patient involvement. No injuries occurred.

Manufacturer narrative:
The service rep reduced sizing of collimator iris in all modes. Tested - system working normally.